Event description:
It was reported to philips healthcare that the heartstart xl+ would indicate the device is ready for use, but when the device is turned on, the device fails to start hanging at startup. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.